Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.

Event description:
A dist clinical application specialist reported on (B)(6) 2014 that a radial tear occurred when the doctor was hydro-dissecting. The doctor proceeded to perform an anterior vitrectomy.